Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image and the insulin pump performed safety checks and the error was found. The pump has a clear retaining. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm was noted. The pump was received with a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on (B)(6) 2023 at 04:02:01 a pump error 63 (file number = 2005, line number = 9926, variable info = 15) alarm and pump error 4 (line number 2727 file number 32122) alarm occurred. Further review of the alarm history also shows on at 04:06:00 the pump alarmed pump error 53 (line number = 5632 file number = 2005) due to a software error. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, inside of the battery tube, and on the bottom of the battery tube (inside of the pump). Pump error 63 was generated due to a rf chip error. Pump error 4 is the consequence of pump error 63. Suspecting the hw (moisture damage). The following were noted during the physical inspection: missing retainer, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Critical pump error (open book image alarm) is not confirmed. Pump error 63 alarm is confirmed due to moisture damage pump error 4 alarm is confirmed due to pump error 63. Pump error 53 alarm is confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.